Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 477 mg/dl, 200-299 mg/dl, and 198 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing and that she fell. Reporter stated that she was able to get up and self-treat by drinking chocolate milk. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.